Manufacturer narrative:
UDI: (B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarming with the patient line is blocked message during fill 1. Patient noticed fluid leaking from the patient connector. Treatment was cancelled. Supplies have been discarded. During follow up, the patient¿s peritoneal dialysis nurse (pdrn) reported there were no serious injuries, complications or infections. The patient was prescribed cefazolin (dosage unspecified) as a precaution. The patient¿s effluent remains clear. There are no adverse events reported at this time.